Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to fractured distal tip of prosthesis and loose proximal prosthesis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. After review of the medical records for MDR reportability, there is no new information that would change the existing MDR decision.

Manufacturer narrative:
The complaint states revision performed on (B)(6) 2016 due to fractured distal tip of prosthesis and loose proximal prosthesis. Distal tip of reclaim distal stem 1977-19-190 is fractured. It appears that this is the only part of the stem to have in growth. Hip removed and revised with another product. Implant date was on (B)(6) 2013. Patient had a previous revision of a fractured solution stem in 2013. Pictures are available of prostheses, x rays and operation report. A complaint database search and review of manufacturing records did not identify any anomalies. The medical records and xrays were reviewed by bioengineering and a report was received stating implant fracture localized in the distal tip of the stem. However, no date is provided, so it is not possible to confirm which revision these x-rays are from. Medical records provide no additional information. It is not possible to conclude on the root cause of the complaint. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.